Event description:
During a pneumonectomy procedure, the device cut, but did not staple. The surgeon used manual sutures to close the staple line. A new reload was used to complete the procedure. There was no pt consequence.